Event description:
Calibration of external insulin pump failed. Upon reporting to MFR, agent advised using software containing likely malware. Undocumented calibration procedure provided for insulin pump.